Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 type of investigation. Corrected information: d1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a3b. Additional information was requested, and the following was obtained: 39 yo, female.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. On (B)(6) 2026, two days after the surgical procedure, the patient presented to the attending physician for pain at the surgical site. The attending physician had photos that showed only mild edema and a soiled dressing (under which, however, aquacel ag+extra had been applied as the primary dressing). No signs of lymphangitis. An antibiotic was prescribed and on monday (B)(6) 2026 a slight erythema of the wound margins, which appeared moist, was noted, with wound dehiscence due to initial expulsion of the sutures. No foul-smelling secretions, no fever. The base of the surgical wound was covered by fibrin. No signs of lymphangitis. The residual suture material was removed and the patient was dressed according to wound hygiene practice. A reaction of the surgical wound cannot be ruled out as attributable to the device. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the patient experience an infection? No evidence reported. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Patient demographics: redacted. Name of index surgical procedure? Excision of a cutaneous neoplasm (86.3.6). The diagnosis and indication for the index surgical procedure? Cutaneous neoplasm of the right forearm (215.2). Were any concomitant procedures performed? No. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. For the original intended closure, how were all layers closed? Subcutaneous layer and skin. How was the suture placed (interrupted or continuous)? Interrupted sutures. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots. (First knot flat and two simple knots). Please describe any medical/surgical intervention required for this suture event including dates and results. Removal of the dehiscent stitches and dressing according to the wound-hygiene procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Similar episodes have occurred in other patients, although of lesser severity. Please describe the patient manifestations of the reported reaction (location, severity, appearance, generalized or local reaction). [Redacted ¿ body location], erythema around the wound, no signs of lymphangitis, absence of particulate material. Please provide the onset date/time of the reaction from the initial procedure. The patient reported to the treating physician that problems began 1¿2 days after the procedure. The treating physician, when contacted, did not report erythema of the arm, edema, or signs of lymphangitis. Other relevant patient history/concomitant medications? None reported. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgical causes are excluded. It cannot be excluded that the patient complied with the instructions given at the end of the procedure. What is the patient's current status? No further notes. The patient did not return for follow-up (for the dressing of the dehiscent wound a negative-pressure ambulatory dressing had been requested). Will product be returned? If so, please provide the return date and tracking information. No. Does the patient have a known allergic history to any medical devices, food and/or medication? None reported. Was allergy testing performed? If so, please describe with results. No. Were any pre-op cleansing procedures changed recently? If yes, please describe. No. The same procedures are used for more than 10¿15 interventions per week. Did the patient undergo a patch test? Not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide patient demographics.